Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Cone beam picture confirmed proper position of the implant; however, it was reported only partial insertion of the electrode was achieved at implant due to a malformed cochlea. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed in multiple locations. In addition, silicone damage on the top cover of the device and slices in the electrode section were observed. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the slice locations in the silicone. This is believed to have occurred during revision surgery. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis of the electrode revealed tensile breaks in the fantail which are believed to be related to the return reason. The sem analysis of the electrode pocket did not reveal damage consistent with the reported complaint of open electrodes. The device passed the mechanical tests performed. The sem analysis revealed broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure mode of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly experienced open electrodes. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.